Event description:
Rep reported via email that the procedure went smoothly and the valve was set to 4. The next morning, the patient developed sub-durals due to over drainage. After patient assessment and as expected that patient had edema at the op site. The swelling was nothing the surgeon indicated as excessive or unusual. However, it was too much for the programming tools to handle. He could not confidently locate the valve and subsequently could not get the indicator to provide accurate info. As a result the patient was x-rayed to determine setting and then again after reprogramming because the indicator would not work.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Event description:
Rep reported via email that the procedure went smoothly and the valve was set to 4. The next morning the patient developed sub-durals due to over drainage. Dr. (B)(6) came in and experienced a post op patient of 18 hours who, as expected, had edema at the op site. The swelling was nothing dr. (B)(6) would say is excessive or unusual. However it was too much for our programming tools to handle. He could not confidently locate the valve and subsequently could not get the indicator to provide accurate info. Needless to say the patient was x-rayed to determine setting and then again after reprogramming because the indicator would not work. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).